Manufacturer narrative:
Customer returned pump for an alleged cosmetic damage located at the menu button all the way to the back and was hospitalized for high bgs and dka found on 12-jan-2023. On (B)(4), svn#: (B)(4) - customer returned pump for an alleged possible under delivery and high bgs found on 23-jul-2022. On (B)(4), svn#: (B)(4) - customer returned pump for an alleged failed battery alert/battery failed alarm, possible under delivery and high bgs found on 10-mar-2022. On (B)(4), svn#: (B)(4) - customer returned pump for an alleged unexpected high bg alert during bolus delivery and high bgs found on 19-jul-2021. The pump was received with a cracked case-corner of belt clip rails near the battery tube compartment. No crack on the menu button (keypad overlay) noted during visual inspection. The pump was also received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08695 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. There were no unexpected pump errors/alarms noted 1 week prior to the event date 12-jan-2023 in the formatted history file.  In further full review of the pump history/traces on the event date of 23-jul-2022, there was no unexpected alarms/suspends and found bolus wizard delivery of dailytotalofbolusinsulindelivered = 15.4 u. 07/23/2022 10:41:06.000 normalbolusdelivered, normalbolusamountprogrammed = 6.1, bolusamountdelivered = 6.1. 07/23/2022 22:12:38.000 normalbolusdelivered, normalbolusamountprogrammed = 9.3, bolusamountdelivered = 9.3. In further full review of the pump history/traces on the event date of 10-mar-2022, there was no unexpected alarms/suspends and found bolus wizard delivery of dailytotalofbolusinsulindelivered = 11.3 u. 03/10/2022 09:20:08.000 normalbolusdelivered, normalbolusamountprogrammed = 3.7, bolusamountdelivered = 3.7. 03/10/2022 19:01:04.000 normalbolusdelivered, normalbolusamountprogrammed = 7.6, bolusamountdelivered = 7.6 . The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. No unexpected high bg alert during bolus delivery noted. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25 and replace battery now alarm recorded in the formatted history file for the event date of 10-mar-2022. However, insert battery alarm was recorded and found in the formatted history file on: 03/10/2022 10:17:54.000, 03/10/2022 10:17:54.000, 03/10/2022 17:08:52.000, 03/10/2022 19:35:15.000, 03/10/2022 19:45:00.000. Low battery alert was recorded and found in the formatted history file on: 03/10/2022 10:11:00.000. Replace battery alert was recorded and found in the formatted history file on: 03/10/2022 19:42:00.000. Power loss alarm was recorded and found in the formatted history file on: 03/10/2022 19:49:26.000. And failed battery alert/battery failed alarm was recorded and found in the formatted history file on: 03/10/2022 19:49:26.000, 03/10/2022 17:08:34.000, 03/10/2022 17:12:35.000. Earliest power data available per the power management tool/detail trace file is on 04-feb-2023 at 10:26:00 pm. There was no power data available for the event date of 10-mar-2022. Unable to check power data for low battery alert, replace battery alert, power loss alarm and failed battery alert/battery failed alarm. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1. No corrosion or moisture damage found on the pcba 2, force sensor, motor and vibrator assembly noted. The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a cracked battery tube threads and a scratched case. Cosmetic damage at the menu button (keypad overlay) was not confirmed. Cosmetic damage was confirmed at the back of the pump. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. Customer alleged for possible under delivery was not confirmed. Failed battery alert/battery failed alarm and unexpected high bg alert during bolus delivery were not confirmed. However, during visual inspection, found slight corrosion on the pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 725 mg/dl. The customer also reported damage to the menu button of the insulin pump. The customer was admitted to the hospital. It was unknown whether the customer was reporting symptoms related to high blood glucose. Troubleshooting was partially performed. It was unknown whether the auto mode feature was active at the time of the event and whether the pump was used within 48 hours. No further patient complications were reported. The customer will discontinue the use of the insulin pump. The insulin pump will be returned for analysis.